Manufacturer narrative:
The complainant was unable to provide the suspected device lot number; therefore, the device manufacture date is unknown. According to the complainant, the device has been disposed and is not available for return; the device evaluation cannot be performed.

Event description:
Note: this report pertains to the first of two devices used in the procedure. It was reported to boston scientific corporation that a leveen coaccess electrode system was used in an rf ablation procedure, performed in 2008, (female patient; weight is unknown). According to the complainant, the physician clipped a hemostat to the coaccess needle electrode, which was leaning on the patient's skin, to prevent the probe from moving. It was further reported that "the hemostat broke through the protective cover of the probe which caused a burn to the patient from the hemostat." And, that "the probe did not burn the patient, the hemostat got heated and burned the patient." The burn occurred on the upper left quadrant of the patient's back and was noticed when the procedure was completed. The burn, classified by the physician as "first degree," was treated with burn ointment. The procedure was completed with this leveen coaccess electrode system. The patient's condition at the conclusion of the procedure was reported to be "fine." Refer to MFR report #3005099803-2008-05460 for details regarding the other device.